Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2, h3; h6 visual examination of the returned liner confirmed the device had fractured. Three fragmented pieces were returned and it could not be confirmed if all pieces were returned due to damage. Bio debris was found on the liner. Nicks, gouges, and scratches were found on all areas of the device. Inner and outer spherical surface showed significant wear damage. Polar boss was deformed or worn / broken on the liner. No other damage was noted. Fracture analysis concluded that the timeline of the implant fracture(s) cannot be determined, but the liner rim fracture was possibly caused by overloading, with further overloading exacerbated by misalignments after the initial fracture leading to further rim and boss fractures, resulting in the liner completely disassociating from the shell and subsequent ceramic-on-metal articulation. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: implant date ¿ 2019. G2: foreign ¿ italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to significant wear of the liner that is not normal for the time elapsed since implantation. During the procedure, the liner was broken and mobilized, which led to the head rubbing on the metal shell causing wear. The cup was revised and had damage to the outer ring with a piece broken off. Surgeon noted slight accentuated anteversion. The acetabular component was revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3; b5; g3; h2; h6; h10. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to groin pain and significant wear of the liner that is not normal for the time elapsed since implantation. During the procedure, the liner was broken and mobilized, which led to the head rubbing on the metal shell causing wear. The cup was revised and had damage to the outer ring with a piece broken off. Surgeon noted slight accentuated anteversion. The acetabular component was revised. Attempts have been made and no further information has been provided.